Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The manufacturer's international warehouse reported that during incoming inspection and testing, the v60 vent alarmed 'machine and proximal pressure sensors failed', and operation stopped. There was no patient involvement.

Manufacturer narrative:
The unit was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not identify any signs of damage or contamination to the exterior of this unit. Review of the diagnostic event log identified three instances of the reported 'machine and proximal pressure sensors failed' alarm. The returned vent booted up and delivered breaths, with no errors or failures generated. The top housing was removed and an internal inspection of the interior was performed. No abnormality was identified. Performance verification test, operational test were performed, but no malfunctions were identified. The returned vent was tested and no failures were identified. The root cause for the reported 'machine and proximal pressure sensors failed' alarm could not be identified.